Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
High fever [pyrexia], effusion of knee joint [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female patient, initials unknown, with gonarthritis. The patient's medical history was significant for previous use of synvisc (three injections, in 2011, without any incident). On (B)(6) 2013, the patient initiated treatment with synvisc one (hylan g-f 20) injection, once, into the knee joint (route of administration and dose not provided). The lot number for synvisc one was not provided. On unspecified dates in (B)(6) 2013, the patient experienced high fever and effusion of knee joint. On (B)(6) 2013, the patient consulted at the emergency room for high fever and effusion of knee joint. The patient was hospitalized and placed on therapy with antibiotics. It was reported that arthrocentesis was performed only when antibiotic therapy had started. It was also reported that a diagnosis of septic arthritis was suspected but had not yet been confirmed. At the time of report, the patient was still hospitalized. The outcome for the events of high fever and effusion of knee joint was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The relationship of synvisc one with both the events was not provided by the reporting physician.